Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No constantly flickering display noted. No missing segments or partial display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. Customer blood glucose reading is 94 mg/dl. Troubleshooting was performed. Customer said the screen is flickering and they cannot read the screen. Customer was using (B)(6) aaa alkaline battery. The battery was replaced but the issue reoccurred. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.